Event description:
It was reported that during surgery only a beeping sound was coming from the universal modular electric/battery double trigger handpiece. There was no pt harm or delay reported and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.